Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 440 mg/dl. The customer declined troubleshooting for high blood glucose. Customer was successful for delivering bolus. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer's weight information was updated. The information has been included with this report

Event description:
The customer's weight information has been updated to does not know.